Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
On (B)(6) 2013, it was reported that the patient's infusion device had not been delivering insulin for the past three days and the device did not display any error message. The patient attempted to prime the device and no insulin comes out. The patient removed the insulin cartridge and found the piston rod in the device was bent. The piston rod does not move after it reaches 80 units. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The delivery accuracy, occlusion limits and alarm functions were tested successfully and comply with the product specification. No malfunction of the device could be observed during the iu investigation.